Event description:
Dexcom technical support followed up with patient on (B)(6) 2013 who reported that upon sensor removal due to erratic cgm readings, a portion of the sensor wire remained inserted inside patient's skin. Patient proceeded to remove it out of his skin. At the time of his call to dexcom technical support, patient reports he was feeling fine.dexcom has sought to obtain sensor back from patient in order to investigate the issue but patient reported that he had discarded sensor.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even inthe absence of any evidence of physical harm or necessity for intervention.